Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that while in the cath lab, the md inserted the sheath. The clinician prepped the intra-aortic balloon (iab) per instruction; use of one-way valve and two negative pulls w/ 60cc syringe. The iab was inserted into the sheath but "got stuck" before exiting the sheath. Iab was removed with the sheath. Another iab was prepped and inserted with success. There were no reported pt complications.